Event description:
Customer called to report the insulin pump had a blank display screen. The customer stated that the batteries were being drained within 2 days time. Customer also mentioned that insulin pump did not alarm for low battery even when there were zero bars left on a battery. Blood glucose reading was 400 mg/dl. The customer had treated with manual injection. Troubleshooting was performed and no anomalies were noted. Advised that a replacement battery cap will be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).